Event description:
On 10-Jul-2026, a patient reported via email that they underwent ankle surgery involving the implantation of two screws. The patient stated that the screws caused inflammation in the surrounding tissue, resulting in ongoing complications and the need for additional surgery. According to the patient, this was their third surgery, which was performed on 06-Jul-2026. During the procedure, the two screws and damaged tissue were removed. The patient also reported that the complications associated with the screws resulted in hospitalization.Additional information was received on 16-Jul-2026:The patient reported that symptoms began in 2025 and included foot swelling, limping, and episodes of falling. Inflammation was reportedly first identified or suspected in May 2025 and was evaluated by X-ray imaging. Prior to revision surgery, treatment reportedly included a steroid injection and use of a brace. The patient stated that the original procedure was performed to address an ankle condition and believes the implanted screws contributed to episodes of collapsing while walking or working, which reportedly resulted in tissue damage.The patient reported undergoing a left subtalar and sinus tarsi arthroscopy with hardware removal on (b)(6)2026. According to the patient, the surgeon recommended the procedure due to ongoing pain, episodes of collapsing, inflammation, and concerns regarding tissue damage. The patient was unable to provide product part numbers or lot numbers for the implanted or explanted devices and indicated that only the removed screws are available. No replacement Arthrex products were reportedly implanted during the (b)(6)2026 revision surgery. The patient further reported that both the original implantation procedure and the (b)(6)2026 revision surgery were performed at the same facility.The patient reported that symptoms have not improved since the (b)(6)2026 revision surgery and continues to experience pain, swelling, and difficulty walking. The patient further stated that prescribed medications have not been effective and that over-the-counter medications are being used for symptom management. No additional surgery is currently scheduled.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.